Event description:
Affiliate reported that both perforator's did not work as expected. The first hole was ok but when they used the perforator for the second hole they could not get through the skull bone. The perforator stopped to early. It was the same with the second perforator. The patient had a very thick skull bone. The affiliate reported a delay in surgery and no adverse patient consequences.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.